Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. Also stated is that all calibrations have passed, all qc are in the expected range, there are no current issues and they are operational. As stated in the operator's manual, the only approved sample collection devices to be introduced into the rp 500 system is a syringe or a capillary tube.

Event description:
The customer is questioning the first sample for potassium and total hemoglobin results (k: 1.9 mmol/l, thb: 5.4 g/dl) which were run in the emergency room on the rp 500. There was less than one ml blood drawn into a dark green vacutainer tube containing lithium heparin. The results were not repeated and the patient was treated based on those results. The patient was given two bags of potassium and two units of blood. There were no adverse effects to the patient after treatment. After the patient was treated, a central line was placed in the patient.